Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient left the patient line clamp closed during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient left the patient line clamp closed during therapy. The patient stated that they had connected to the patient line after it did not complete the prime. The technical services representative (tsr) was able to determine that the patient had their patient line clamp still closed. The technical service representative had the patient start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.